Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general') in a female patient who had essure (batch no. B59646- invalid, c06471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included optic neuritis, gallbladder disorder, ovarian cyst, papilledema, vision loss, neuritis, genital bleeding, fatigue, ovarian cyst, tenderness, chest pain and chills. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included menopausal, dysfunctional uterine bleeding, bloating, dyspareunia, mood change, collapsing pulse, cyst, joint inflammation, swelling nos, constipation, nausea, obstructive sleep apnea syndrome, clotting disorder, sleep apnea and obesity. Concomitant products included ethinylestradiol;levonorgestrel (aviane) from 2016 to 2017, hydrocodone bitartrate;paracetamol (norco), iopamidol (isovue), ketorolac tromethamine, ketorolac tromethamine (toradol), povidone-iodine (betadine) and spironolactone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced cardiac flutter ("other injury(ies) or complication please describe: constant: feeling of fluttering"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal,"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping),"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In 2016, the patient experienced hot flush ("hormonal changes describe: hot flashes") and arthralgia ("joint pain"). On an unknown date, the patient experienced mood altered ("moody"), dyspepsia ("awful heartburn"), abdominal pain ("on my belly button hurts"), muscle spasms ("im also having spasm like feeling in my belly") and fear ("scared"). The patient was treated with surgery (bilateral salpingectomy salpingectomy (bilateral removal of fallopian tubes). At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, mood altered, dyspepsia, abdominal pain, muscle spasms and fear outcome was unknown and the hot flush, migraine, cardiac flutter and arthralgia had resolved. The reporter considered abdominal pain, arthralgia, cardiac flutter, dysmenorrhoea, dyspepsia, fear, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood altered, muscle spasms, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion: (B)(6) 2014 left fallopian tube, (B)(6) 2014 right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: menorrhagia, pelvic pain, cramps,hot flashes, migraines,headache, lot number (b59646) is invalid batch no.: c06471, production date: 2013-12-19, expiration date: 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general') in a female patient who had essure (batch no. B59646 c06471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included optic neuritis, gallbladder disorder, ovarian cyst, papilledema, vision loss, neuritis, genital bleeding, fatigue, ovarian cyst, tenderness, chest pain and chills. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included menopausal, dysfunctional uterine bleeding, bloating, dyspareunia, mood change, collapsing pulse, cyst, joint inflammation, swelling, constipation, nausea, obstructive sleep apnea syndrome, clotting disorder, sleep apnea and obesity. Concomitant products included ethinylestradiol; levonorgestrel (aviane) from 2016 to 2017, hydrocodone bitartrate;paracetamol (norco), iopamidol (isovue), ketorolac tromethamine, ketorolac tromethamine (toradol), povidone-iodine (betadine) and spironolactone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced cardiac flutter ("other injury(ies) or complication please describe: constant: feeling of fluttering"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal,"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping),"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In 2016, the patient experienced hot flush ("hormonal changes describe: hot flashes") and arthralgia ("joint pain"). On an unknown date, the patient experienced mood altered ("moody"), dyspepsia ("awful heartburn"), abdominal pain ("on my belly button hurts"), muscle spasms ("im also having spasm like feeling in my belly") and scar ("scared"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes). At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, mood altered, dyspepsia, abdominal pain, muscle spasms and scar outcome was unknown and the hot flush, migraine, cardiac flutter and arthralgia had resolved. The reporter considered abdominal pain, arthralgia, cardiac flutter, dysmenorrhoea, dyspepsia, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood altered, muscle spasms, pelvic pain, scar and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion: (B)(6) 2014 left fallopian tube, (B)(6) 2014 right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: menorrhagia, pelvic pain, cramps,hot flashes, migraines,headache. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs&mr social media received reporter information. Lot no added. Case become incident injury nos replaced new event was added vaginal hemorrhage, menorrhagia , genital hemorrhage, hot flashes, pelvic pain, migraines, headaches, dysmenorrhea (cramping), heart fluttering, joint pain, moody, heartburn, bully button pain, abdominal spasms, scar. Severity added. Pelvic pain, joint pain. Outcome added migraines, hot flashes, joint pain, heart fluttering. Concomitant drugs and historical drug added. Medical history and lab test added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.